Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient experienced shoulder pain after this hospitalization for medication, multiple tests and imaging consults revealed that the catheter had fractured in the body. It currently interferes with the patient's normal use and the patient's relatively low platelets make invasive manipulation unsuitable at this stage. The catheter is currently fractured in the superior vena cava, and the patient is currently low on platelets and has not undergone a retrieval procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed in the catheter tubing between the 15 cm and 16 cm depth markers. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. Three photographs were also submitted by the complainant for review. No additional information was observed in the photographs which changed the conclusion of the investigation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient experienced shoulder pain after this hospitalization for medication, multiple tests and imaging consults revealed that the catheter had fractured in the body. It currently interferes with the patient's normal use and the patient's relatively low platelets make invasive manipulation unsuitable at this stage. The catheter is currently fractured in the superior vena cava, and the patient is currently low on platelets and has not undergone a retrieval procedure. Additional information 12/17/2024: it was reported the catheter ruptured into 2 segments at 16cm in the superior vena cava. The catheter has successfully been taken out in the interventional department. The patient has not had a new catheter implanted at this time, and it has been placed after observation and evaluation of subsequent treatment regimens and platelets being low.